Event description:
Report received of a non-delivery without pump alarm during user facility testing of the system with a viscous solution that has foaming tendencies. There was no reported pt involvement. This incident was initially reported under MFR report #2921482-2003-00358 for the associated pump. During preliminary MFR testing of the returned system, it was found that the pump performed as intended within product specs. Further testing found that the non-delivery was related to the set and the solution.